Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) discussed device therapies and diagnostics may be limited and a request was made to have data from this device analyzed. Additional information provided from ts advised a decision was reached that the patient is not at risk for safety mode parameters. The health care professional (hcp) advised they cannot get the patient in today for review with a programmer, however the plan at this stage is to replace pacemaker early next week. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) discussed device therapies and diagnostics may be limited and a request was made to have data from this device analyzed. Additional information provided from ts advised a decision was reached that the patient is not at risk for safety mode parameters. The health care professional (hcp) advised they cannot get the patient in today for review with a programmer, however the plan at this stage is to replace pacemaker early next week. At this time, the device remains in service. No adverse patient effects were reported.